Event description:
It was reported the patient experienced muscle stimulation. 2 icerod cx needles were used during a renal cryoablation case. Both needles were tested successfully prior to use in the patient. During the second freeze cycle, the patient experienced muscle spasms with shock. The needles were restarted individually to identify the needle that malfunctioned. The procedure was completed with the remaining needle, and the patient was stable.

Manufacturer narrative:
Device analysis by MFR: the device was returned for engineering analysis and the complaint was confirmed. Disassembly of the device found damage on the insulation of the heater (resistance) wire.

Event description:
It was reported the patient experienced muscle stimulation. 2 icerod cx needles were used during a renal cryoablation case. Both needles were tested successfully prior to use in the patient. During the second freeze cycle, the patient experienced muscle spasms with shock. The needles were restarted individually to identify the needle that malfunctioned. The procedure was completed with the remaining needle, and the patient was stable.